Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿driveline fault¿ alarm was not confirmed. Multiple requests for additional information were made to determine if the heartmate 3 system controller was exchanged and would be returned for evaluation. Multiple requests were also made to determine if the driveline fault alarms resolved after the controller exchange, if log files could be provided and if the cause of the driveline fault alarm was determined. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 20jan2022. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault and driveline communication fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, under subsection entitled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable and the system controller. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient got a driveline fault alarm upon connecting to external power. A replacement controller was requested.

Manufacturer narrative:
Related MFR: 2916596-2023-01641. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.